Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -7.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 and replaced with a lens two sizes shorter in length the same day. The problem was reported as resolved. Additional information stated "the clinic plans a touch-up with femto lasik, patient is happy with it". Cause of event reported as unknown. H3- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -7.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced excessive vaulting. Lens remains implanted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).